Manufacturer narrative:
A follow-up report will be submitted upon completion of the investigation.

Event description:
The customer reported an unspecified error with an alarm. The device was not in use on a patient.

Manufacturer narrative:
.